Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the sigmoid colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the gold probe failed to cauterize. The procedure was completed with a resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.